Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d724 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, blood pump error alarm, occlusion system alarm, and photoactivation module leak. No trends were detected for these complaint categories. A photo analysis was conducted for this complaint. A review of the photographs confirmed a leak at the photoactivation plate outlet port. The photo review was unable to confirm the occurrence of the blood pump error alarm or the occlusion system alarm. A review of the device history record (DHR) found no related nonconformances. The supplier's analysis of the photos determined that the root cause for the leak was manufacturer operator error during the tube bonding process. A supplier corrective action had been initiated to study the effects of differing solvent bond methods. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that a blood pump error alarm occurred during photoactivation. The customer stated that after trouble shooting according to the information given in the operator's manual and after restarting the instrument, an occlusion system alarm occurred. The customer reported that during an inspection of the kit, the customer became aware of a photoactivation module leak. The customer stated that the leak was found at the outlet tubing of the photoactivation module. The customer reported that the treatment was aborted with no volume returned to the patient. The customer stated that the patient was in stable condition. Photos were submitted for investigation.